Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue with the master tool manipulator (mtm) arm on one of the surgeon console (ssc) was reproduced during field evaluation. Fse investigation noted resistance on the left mtm arm on ssc2. Replacement of this part resolved the issue. Additionally, the mtm gimbal grip pads were proactively replaced due to signs of expected wear and tear. Following replacement, the system was further tested, operated without issue and verified as ready for use. Isi followed up with the site and obtained the following additional information from the nurse regarding the reported event: the system was inspected prior to use. Ssc2 was disabled after identifying an issue on the left mtm arm on ssc2. There was no issue with ssc1, it remained operational for surgery. The user continued with the da vinci-assisted surgical procedure using ssc1 with no other issue reported. No known impact or patient consequence was reported. The replaced mtm gimbal grip pads are field scrap items and will not be returning to isi for further investigation. Verification via logs confirms the occurrence of a procedure on the reported event date on (B)(6) 2022 using (B)(4) matching the documented event details. The system logs were reviewed/analyzed as part of the isi fse's investigation and no critical error was identified. No images or video were submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, a persistent issue on the left mtm arm on one of the ssc was experienced. Fse investigation confirmed a faulty mtm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, the user observed that the left master tool manipulator (mtm) arm on one of the ssc was unable to fully close. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by reseating the sterile adapter and instrument into the universal side manipulator (usm) arms; however, the issue persisted. Additional troubleshooting was suggested by the tse by testing other instruments into other usm arms and controlling it with the same mtm and this did not resolve the issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse regarding the reported event: the system was inspected prior to use. Ssc2 was disabled after identifying an issue on the left mtm arm on ssc2. There was no issue with ssc1, it remained operational for surgery. The user continued with the da vinci-assisted surgical procedure using ssc1 with no other issue reported. No known impact or patient consequence was reported.